Manufacturer narrative:
Both patients' samples were serum and taken from the primary tube. Samples were clear and per customer, both were noted to be '3/4-filled draw'. Centrifugation was done at 3,000g for 10 minutes at 20ºc for both samples. Qc was passing within the customer's established limits at the time of the event. System check data from (B)(4) 2012 showed all parameters passing within specifications. A field service engineer (fse) went on-site (B)(4) 2012 and observed that substrate probe had a small hair at the tip and the length of the tip appeared to be a bit short and replaced substrate probe. Fse checked sample probe alignments and ultrasonics and noted transducer high power at 195vac which he adjusted to 197vac. Fse also checked mixer speed which was set at 2,480rpm and adjusted it to 2,500 rpm. Fse then assembled and ran all calibrators and qc and verified instrument operation. A clear hardware issue was not identified. The following mdrs have been submitted to document the occurrences of elevated accutni results at this customer's laboratory on different days: 2122870-2012-00317, 2122870-2012-00318, 2122870-2012-00319, 2122870-2012-00320.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding elevated troponin (accutni) results generated by their unicel dxc 600i synchron access clinical system on two patients which were reported outside the laboratory and questioned by the physician. Upon rerun, the results were lower and in the normal reference range. There was no affect to patients with regard to this event.